Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of a system error (se) 2240 was confirmed, based on the customer report, and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) on the home choice (hc) during peritoneal dialysis, dwell 3. The home patient (hp) was connected at the time of the se. The hp stated he had left the unused final line clamp open. The hp stated he thought he had closed it earlier but must have missed it. The technical service representative (tsr) explained the alarms and had the hp cycle power to clear them. The tsr then explained that the supplies were compromised. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. The hp understood explanations, cleared the alarms, would finish manually and call the rn. There was patient involvement. No patient injury or medical intervention was reported.